Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it rebooting by itself and displaying the high peep (positive-end expiratory pressure) alarm was confirmed. Ventec replaced the control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue to be the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56

Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. The device was also displaying the high peep (positive-end expiratory pressure) alarm. There were no reports of patient use associated with the reported issue.